Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue deflating the catheter. The customer reports that on (B)(6) 2013 in the operating room, the doctor attempted to place a catheter in a patient. After the foley was in place, the catheter balloon failed to inflate. The foley was removed and a new one was obtained and inserted. The doctor further reported that after removing it and strenuously inflating the balloon with the catheter not in the patient, it would not deflate. It seems that the inflation channel was partially blocked.

Manufacturer narrative:
(B)(6) 2014. An investigation is currently underway, upon completion the results will be forwarded.